Manufacturer narrative:
Conclusion: other: asp assessment: the cidex opa instructions for use (IFU) provides instructions for rinsing and special instructions for transesophageal echocardiography (tee) probes. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining of the mouth, throat, esophagus and stomach. The lot number reported for this complaint is 130308168. A review of the complaint history for lot 130308168 did not reveal any other reported complaints other than the two from this customer. A review of the trend for cidex opa complaints for the problem code "hr - skin contact" and "hr-staining" is low. A review of the failure mode and effects analysis (fmea) for cidex opa indicated the overall risk number (rpn) associated with similar issues is below the threshold of 100. In addition health hazard evaluation (hhe) was reviewed for similar symptoms. Due to the low occurrences and low health/risk index, no further action is required. Asp will continue to monitor for trends. This complaint was part of a retrospective review conducted by asp under the FDA exemption. Reference: MDR: 2084725-2009-00178.

Event description:
The customer alleged that a male pt experienced brown discoloration, initially incorrectly reported as a burn. One pt had staining on his upper lip and left cheek following a procedure with tee probes disinfected in cidex opa solution. It was reported that the pt saw a doctor post-operatively but did not receive any treatment for the staining. The customer care ctr (ccc) representative reviewed the info on the IFU specific to tee probes and provided customer letters.